Manufacturer narrative:
Device evaluated by MFR: the complaint catheter was returned to for analysis. The catheter was inspected and the tip was found to be separated from the shaft and was not returned to site. The shaft was found to be fractured (nickel only) at 105.5cm from the hub. The manufacturing bath record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-01358. It was reported that catheter removal difficulty, tip was stuck and tip detachment occurred. A direxion microcatheter was used during recanalization of the fallopian tube. During procedure, it was noticed that the tip of the device was stuck in the distal fallopian tube. When the physician tried to pull back the device, it failed. The device was pulled so hard that the tip was stretched and broke off inside the patient. Another direxion microcatheter was inserted on the patient's other side, however, the same issue occurred. The patient was sent to the operating room to have the detached tips removed but the operation was unsuccessful. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01358. It was reported that catheter removal difficulty, tip was stuck and tip detachment occurred. A direxion microcatheter was used during recanalization of the fallopian tube. During procedure, it was noticed that the tip of the device was stuck in the distal fallopian tube. When the physician tried to pull back the device, it failed. The device was pulled so hard that the tip was stretched and broke off inside the patient. Another direxion microcatheter was inserted on the patient's other side, however, the same issue occurred. The patient was sent to the operating room to have the detached tips removed but the operation was unsuccessful. No further patient complications were reported.